Event description:
It was reported by the customer that he believed the insulin pump was not functioning properly due to high blood glucose level of over 600 mg/dl. Customer states they treated yesterday with manual insulin injections and again the morning of reporting with 34 units of insulin. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified no air bubbles in infusion set tubing. Afterwards, the reservoir was reinserted into insulin pump and a manual prime was performed. Insulin exited tubing and device did not alarm. Customer declined further troubleshooting. Advised customer to discontinue use of device and revert to back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.